Event description:
It was reported, after transseptal access was obtained and the needle removed from the pt, the stopcock at end of needle fell into the physician's hand and was no longer attached to the end of the needle. There were no consequence to the pt.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Based on the info provided to st. Jude medical, the cause for the reported incident remains unk. Review of the device history record was not possible, as the lot number for the device is unk. (B)(4)